Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization for their high blood glucose. Blood glucose at the time of admission was 486 mg/dl. Date of admission was (B)(6) 2014. The customer also stated there was not any significant events leading to the hospitalization. No additional information was provided.